Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. The instruction for use included warnings: "excessive pressure may cause catheter rupture" and "use only micro catheters indicated for onyx such as marathon, rebar and ultraflow. Other micro catheters may not be compatible with dmso and their use can result in thromboembolic events due to catheter degradation". (B)(4).

Event description:
On (B)(6) 2013, the patient underwent onyx embolization treatment. During the onyx injection, it was reported that the catheter ruptured. No patient injury was reported as a result of the procedure.same event as MDR# 2029214-2013-01024.